Manufacturer narrative:
The husband was performing routine trach care on his wife. It was reported that the wife either coughed or inhaled and the wet cotton tip came off the swabstick and entered her trach. They were unable to retrieve the cotton tip. She subsequently died. We have no other details pertaining the incident. There is no information regarding how the trach care was being performed or what products/devices were being used. The overall health condition of the woman or presence of any co-morbidity prior to the incident is not known. The actual sample was not returned for evaluation. Unused kits from the same case were returned and evaluated. The cotton was found to be secure on each of the sticks and remained secure even after becoming wet. We have not had a similar incident reported to us. A root caused has not been determined.

Event description:
It was reported that the husband was performing trach care on his wife. The cotton tip apparently came off the swabstick and entered the trach. They were not able to retrieve it and she subsequently died.